Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain and acetabular loosening. Litigation papers received. The lawsuit alleges the pt had elevated metal ion levels, excess metals in her bloodstream and pain.